Event description:
The device was aplied during a laparoscopic gastrojejunostomy. Reportedly, pneumoperitoneum leaked from the instrument. The surgeon aplied another device to complete the procedure. The hosp has reported no pt injury occurred.